Manufacturer narrative:
Concomitant medical products: product ID: w4tr01, implanted: (B)(6) 2018; product ID: 429878, lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the atrial lead triggered a bipolar out of range impedance alert and had a polarity switch to unipolar. It was noted that the impedance measurement was currently back to within normal limits. It was further reported that the left ventricular (lv) lead had possible high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.